Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller said their ins is "causing more trouble with my spine than indicated for". Caller said a pain management doctor is looking to do an epidural injection "next friday". Agent reviewed compatibility. Caller stated they don't know if ins has "anything to do with it" in regards to their spine problems. Caller said they have had "degenerative spine problems leading to weird stuff". Caller mentioned they are concerned that having stimulation "knocking bones around there" and the "constant pulsing" is effecting their nerves or "prematurely causing side effects". Agent attempted to ask caller when they noticed the spine issues starting, caller was unclear on their answer. Caller mentioned they "feel like I've advanced prematurely" since they had ins. Caller also mentioned that ins "eliminates a lot of things medically" and mentioned not being able to get an MRI done. Caller then mentioned that "the thing is trying to come out of my body". Caller stated that the area where their lead is "puffy" and they don't know if it is scar tissue or not, but when they press in where the lead is they "get stimulation" and when they don't press on it they don't get stimulation unless they push on it. Caller stated it is "popping out of me". Caller mentioned that after their epidural injection they may try turning ins off as they can't tell if they are getting benefits from it or not. Caller said mdt reps have come to hcps office and made adjustments before, caller thinks most recent was in november. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included caller mentioned they now have sciatica.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1l5wd implanted: (B)(6)2017 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.